Event description:
It was reported "patient got home around 7:45 pm after her treatment on 12/13/21 and noticed her cadd pump was beeping. She called the cadd pump hotline and guided her to fix the occlusion on her PICC line but was not able to resolve the issue and suggested her to come back on atc. Patient came to atc (B)(6) 2021 and nurse was able to see the kinked line and fixed it. Cadd pump with 5fu restarted and provider notified. Patient will come back on friday post radiation treatment for pump disconnection. Education reinforced and handouts on atc resources given. Patient is stable when she left the unit at 1000am." No harm was reported to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.